Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to a pump mechanical issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. The pump kink resistant tubing (krt) with window quick connector, was trimmed down to the appropriate length prior to functional testing. The pump was functionally tested and did not pass activation tests 2 and 3. Product analysis identified a device malfunction with the returned pump.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to a pump mechanical issue. No patient complications were reported.